Manufacturer narrative:
(B)(4).

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. Lead migration was confirmed via x-ray imaging. Reprogramming was unable to restore adequate therapy. A revision procedure was performed and the leads were replaced to restore therapy. It was noted that non-saluda anchors were used to secure the migrated leads.